Event description:
Arterial pump on heart lung system stopped during operating room case due to arterial control appearing to lose power. There was no alarm for power loss. Hand crank was difficult to move to appropriate location for use due to holding clamp having fine threads. Pump was hand cranked for several minutes. System alarmed once pt's vital signs dropped below alarm limits. During this time period, cp5 control appeared to power back on by itself and arterial pump was able to be restarted. Pt was not injured. It was also noted that the power switch is not recessed and protected as the power switches are for other components of the system.